Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no additional reportable findings were identified. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tear in the cable is due to a cut in the protector of the video cable. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope was found to have a tear in the cable, for an unspecified procedure. There were no reports of patient harm.